Event description:
It was reported a reflexion spiral catheter and an agilis introducer were used during the procedure. When the physician removed the reflexion spiral catheter through the sheath, a crack was noticed in the catheter below the spiral. The physician was unable to remove the catheter through the sheath. He slowly removed the reflexion catheter and the agilis sheath together. There were no pt consequences reported.

Manufacturer narrative:
One reflexion spiral catheter and straightener were returned for an analysis. Review of the device history record confirmed this lot met mfg requirements prior to shipment. In conclusion, visual inspection revealed a break in the gray shaft heat shrink tubing. We were unable to conclusively determine how the break occurred. St. Jude medical is investigating the break in the gray shaft.